Event description:
The physician reported explantation of the right side seri scaffold device was required following "skin breakdown" and "recurrent breast redness/ischemic skin" regarding this patient in (B)(6) study.

Manufacturer narrative:
(B)(4). Device labeling addresses the reported event of irritation/inflammation and healing delayed as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection potentiation, inflammation, adhesion formation, fistula formation, and extrusion."